Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c. Ulta therapy device labeling, available in print and online, states: ensuring dressing integrity. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Device not returned.

Event description:
On 24-jun-2016, kci received article, mckanna, melissa., geraci, jamie., hall, kimberly., hauan, brigitta., howell, melania., huey., trudy., lucius, adora., mendez-eastman, susan., purcell, kedrin., raizman, rose., shepherd, dawn., gabriel, allen. "Clinician panel recommendations for use of negative pressure wound therapy with instillation." Ostomy wound management. 2016 apr; 62(2) 3-14. Www.o-wm.com reported that prolonged dwell times can contribute to the development of maceration. The nurse could not confirm if v.a.c. Ulta therapy caused or contributed to maceration. The nurse was not able to confirm if medical or surgical interventions were required to resolve macerations. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.